Event description:
Pt. Had IV fluids infusing overnight due to concerns for dehydration from vomiting. At ~0600, rn went into room and noted that butterfly connector was still in the hub but the hub was disconnected from the IV tubing. Blood/fluid had backed up in the peripheral IV (piv) and had saturated about a 1 foot by 6 inch area on the sheets. Piv would not flush once it was cleaned and a new hub was attached.